Event description:
The caller reported that the pump battery depleted too quickly, but this issue did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level reported. The customer chose not to receive further follow-up from technical support at that time, and no additional information was available regarding the resolution of the event.